Event description:
It was reported that the hinge was broken and the locking mechanisms were breaking apart at the housing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: france. Review of the most recent repair record identified the following related repair: the hinge was broken and the locking mechanisms were breaking apart at the housing. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.